Manufacturer narrative:
Correction manufacturing address. Evaluation: the unused and originally packaged 0036480 surgical tubing was returned for evaluation. Visual inspection performed by a packaging engineer determined the seal was less than ¼" due to the device being in the seal area during the sealing process. Dye leak testing was performed and verified there was no compromise in sterility. Manufacturer narrative: the manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, this is the only complaint for this failure mode. A two-year review of device history revealed (B)(4) similar complaints have been reported for this device and failure mode combination. During this same timeframe, (B)(4) devices have been sold worldwide making the occurrence rate of this failure (B)(4) percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. Standard clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. This package was not sealed and therefore would prompt the end user to discard it and obtain a new sterile device. An investigation has been initiated to identify the root cause and address this type of reported issue. This issue will continue to be monitored through the complaint system.

Manufacturer narrative:
The reported 0036480- surgical tubing is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(6) reported that during inspection of incoming products, one 3/16" x 6' surgical tubing was discovered with "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user.